Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via ms&s "caller in radiology has ICU patient. While placing the PICC the guidewire was sheared and a piece of it broke off. The caller needs MRI information on the nitinol guidewire ms&s responded "informed that the guidewire is not left behind once the PICC has been placed. We have not performed any MRI testing on the guidewire.